Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 dilatation catheter was returned for evaluation. Residue was noted throughout the device. An in-house presto inflation device was used to inflate the balloon and water was noted streaming from the catheter shaft. Under microscopic examination, a longitudinal tear was noted to the catheter shaft. No other functional testing performed. Therefore, the investigation is inconclusive for the reported balloon rupture as functional testing for the same could not be performed. However, the investigation is confirmed for the identified catheter shaft tear as a longitudinal tear was noted to the catheter shaft. A definitive root cause for the reported balloon rupture and identified catheter shaft tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly found to be leaking. The procedure was completed using another device. There was no reported patient injury.